Event description:
It was reported that the right ventricular lead exhibited low impedance and noise. The noise was reproducible while the patient was on their side. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.